Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during an erbd (endoscopic retrograde biliary drainage) procedure in the bile duct of a pt. During the attempt to deploy the stent, the guide catheter became stretched and the stent was unable to be deployed. The procedure was completed with a flexima biliary stent system size 8.5fr/7cm ((B)(4)). The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).